Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient's implanted infusion pump containing unknown medication(s) (dose(s) and concentration(s) unknown). The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient was experiencing increased pain in (B)(6) 2017 and was not getting pain relief. A computerized tomography (CT) scan was performed, and according to the healthcare provider's office, a pseudomeningeocele fluid collection was seen in the area of catheter insertion. The catheter was to be replaced and the cerebrospinal fluid (csf) leak was to be repaired on (B)(6) 2017. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue, and the issue was considered unresolved. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Fields have been updated appropriately as the patient and device involved with this event were incorrectly reported initially in regulatory rep # 3004209178-2017-06261.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the rep made a mistake when they initially reported the event. The wrong patient name was reported and the rep corrected that. The patient weight was unknown. The leak was supposed to be fixed last week but was not done. It was believed that the patient was supposed to get cardiac clearance and it was planned to fix the leak next week (date unknown).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.